Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of an evoque valve in tricuspid position where 6 weeks post-procedure, the patient was hospitalized due to heart failure, and a tv (tricuspid valve) mean gradient of 8. The patient was prescribed with lixiana at normal dose (same as before the procedure) but now replaced with heparin.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Update to device code in h6. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review the complaint for increased/high gradient was confirmed with other empirical evidence via information reported by edwards clinical specialist. Imaging was not provided to edward's team to perform an imaging review. As stated in this event report, the perceived root cause is anticoagulation management failure. As for the rv function, the patient did not require any mechanical support and remains under evaluation. Due to the unavailability of the device and imagery, no device related issues or malfunction can be confirmed, and root cause cannot be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.